Manufacturer narrative:
Field service engineer (fse) troubleshot system per service manual, and found the image intensifier (i.I) was misaligned with the tube arm. Fse replaced transducer amplifier pcb for the (B)(4) movement per service manual. The (B)(4) and tube-arm alignment problem was corrected. Fse completed and verified operational checkout of system and returned system to full service by the customer.

Event description:
(B)(4): customer reports during a retrograde pyelogram on an unidentified pt, the fluoro failed. Staff brought a portable c-arm into the room for fluoro. Procedure was completed without further incident. No reported injury.